Manufacturer narrative:
The complainant was advised to stop using the bed immediately and replacement sheets, locks, s-clips, and a portal cover were sent to enable safe use of the bed. The lot number for the safety sheets is 231219m13 and the lot number for the canopy is 240605m02. The manufacturing record was reviewed and the lot passed all inspections. Zipper functionality is verified with current controls that are in place at the contract manufacturing facility. The product is inspected during in-process and final inspections. The controls in place to ensure the sheets and canopy are manufactured to cubby design specifications include training, work instructions, qa in process inspection, first sample review and a functional test by aql. The lot number for the kit that includes the locks is 14176. The manufacturing record includes visual confirmation of inclusion of locks in the kit. The user manual instructs to discontinue use of the cubby bed and contact cubby bed if anything is damaged or missing on pages 15 and 22. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. There was no report of injury as a result of the event.

Event description:
Per mother, child was able to damage zipper on both sheets and the portal cover and elope through both locations. Per mother the first sheet was damaged about a month after the bed was received, the other around of (B)(6), and the portal cover was damaged in (B)(6). Per mother, there were no injuries, her son is deaf and blind, and the very first sheet was damaged approximately a month after the bed was received in august 2024. The complainant stated she still had a safety sheet and the portal cover and that she had not received any locks. A picture shows the zipper tape separated from the sheet at the seam and a second picture shows the same. Another picture shows the zipper tape separated from the fabric on the portal cover and some of the fabric is shredded. Another picture shows the portal opening in the canopy with no portal cover in place. There was no report of injury as a result of the event.